Manufacturer narrative:
The stapler logs for this procedure were reviewed. The logs show a sureform stapler 60 instrument was installed on the system two times and fired two green reloads. On the first install, all clamps were successful, and the firing was completed with no pauses for compression. On the second install, excluding one aborted clamp, all clamps were successful, and the firing was completed with one pause for compression. The instrument was then removed and not used in the procedure again. Patient body mass index (bmi) of 30.52.

Event description:
It was reported that after a da vinci assisted low anterior resection procedure for rectal cancer, the patient experienced post-operative complications which required additional surgeries. The narrative is a summary of multiple medical records received for the patient¿s post-procedural course. The surgeon¿s post-operative notes for the index procedure were not provided. On post-operative days (pod)1-2, the patient experienced intense abdominal pain/muscle spasms, tachycardia, and renal failure with minimal bowel function. The patient was transferred to another hospital and on pod3 an open laparotomy found a large hole in the sigmoid colon at the anastomosis, with a copious volume of enteric contents in the abdomen. A left descending colectomy with colostomy was performed. The patient was discharged home 4 days later. Approximately 6 months later, the patient underwent an uneventful, planned laparoscopic lysis of adhesions and a robotic colostomy closure with creation of a loop ileostomy. The pelvis was completely reperitonealized and the bladder and seminal vesicles were found to be distorted due to an abscess of the rectum. Approximately 2 months later, the patient was admitted for the planned loop ileostomy closure and freeing of the small bowel for common channel colon anastomosis. The patient was discharged home 2 days later. Approximately 10 months later, the patient underwent abdominal wall reconstruction due to a symptomatic incisional hernia. The patient was discharged home the same day.